Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Two critical alerts were transmitted through remote monitoring report: ("technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin."). The battery voltage was at 2.99v and the battery curve showed a sudden drop. The patient has not been followed up with the programmer since implantation. Device implantation was performed without any issue on (B)(6) 2016. Preliminary analysis results revealed the presence of overconsumption. A complete reset of the device (through the hardware reset procedure) was recommended.

Manufacturer narrative:
A complete reset of the device (through the hardware reset procedure) was perfoemed and stopped the overconsumption. Normal consumption was recovered afterwards.

Event description:
Two critical alerts were transmitted through remote monitoring report: ("[a3] technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin."). The battery voltage was at 2.99v and the battery curve showed a sudden drop. The patient has not been followed up with the programmer since implantation. Device implantation was performed without any issue on (B)(6) 2016. Preliminary analysis results revealed the presence of overconsumption. A complete reset of the device (through the hardware reset procedure) was recommended.

Event description:
Two critical alerts were transmitted through remote monitoring report: ("[a3] technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin."). The battery voltage was at 2.99v and the battery curve showed a sudden drop. The patient has not been followed up with the programmer since implantation. Device implantation was performed without any issue on (B)(6) 2016. Preliminary analysis results revealed the presence of overconsumption. A complete reset of the device (through the hardware reset procedure) was recommended.

Manufacturer narrative:
(B)(4).

Event description:
Two critical alerts were transmitted through remote monitoring report: ("[a3] technical issue on 24/12/2016. Defibrillation system potentially ineffective. Contact sorin."). The battery voltage was at 2.99v and the battery curve showed a sudden drop. The patient has not been followed up with the programmer since implantation. Device implantation was performed without any issue on (B)(6) 2016. Preliminary analysis results revealed the presence of overconsumption. A complete reset of the device (through the hardware reset procedure) was recommended.